Event description:
Case description: this spontaneous report was received from a UK health care professional and concerns a patient. The patient was injected with radiesse into the larynx (off label use of device) for micro laryngoscopy. It was reported that was went well. On (B)(6) 2025, after the radiesse injection, the patient experienced that their breathing was not well and that the airway around the larynx was swollen. The anesthetist extubated the patient and discovered that the patient was not breathing well. Oxygen was continued and airway was suctioned. Airway around the larynx was swollen. It was decided to do an emergency tracheostomy. The patient was anesthetized again and tracheostomy tube was inserted. It was ambiguously reported that the incident was from (B)(6) 2025. The outcome of the event was unknown.

Manufacturer narrative:
Assessment by merz: the event occurred in compatible local and temporal relationship. Injection site swelling (serious) is expected based on the current valid EU instructions for use (leaflet) of radiesse and can occur after treatment with radiesse. The reported patient not breathing well was considered to be related to the swelling of the larynx. Off label use of device was only coded for formal reasons. Injection into the larynx is no approved indication for radiesse in the UK. In this case, the information provided was quite sparse and no further event details or underlying conditions of the patient were provided. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. Causality for the event is assessed as possibly related to the treatment with radiesse based on compatible local and temporal relationship. This case is considered as serious with the serious event injection site swelling because surgical treatment was deemed necessary to prevent a permanent damage/life-threatening condition.